Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported events as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "persistent abdominal pain; severe gastric reflux disease." The device was removed.

Manufacturer narrative:
Taper ii. Supplement #1 - medwatch sent to the FDA on 07/jun/2018. Device evalution summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Port tubing was separated approximately 10 inches past the ss connector. Black particles were noted on the port housing near the port hole. Needle marks were noted on the port septum. Yellow particles were present on the port base. White particles were noted on the inner and outer surfaces of the band shell. An air leak test was performed and the device was noted to be leaking from the separation near the shell-belt junction. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, non-penetrating nicks were observed on the port housing and port base. Material degradation was noted to be covering approximately ten percent of the band ring and fifteen percent of the band shell. Both ends of the partial separation on the buckle strap and both ends of the separated band near the shell-belt junction were noted to have striated edges, consistent with damage from a surgical tool. The end of the port tubing and the band tubing were noted to have striated edges, consistent with damage from a surgical end cut to remove the device.